Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto mapping system. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
This complaint is from a literature source. It was reported that (B)(6) female with a prior history of persistent af, underwent cardiac ablation procedure. After the procedure the patient developed severe mitral regurgitation during follow-up and were treated with mitral valvuloplasty. There was no reported malfunction with any of the catheters and systems used during the case. Based on the narrative, there were no complaints reported related to catheter malfunction immediately after the procedure which might suggest that the complication was procedure related and not a malfunction of bwi product. Title: ¿catheter ablation of atrial fibrillation in patients with rheumatoid arthritis¿ objectives: this study evaluated the safety and efficacy of ca in the treatment of atrial fibrillation (af) in patients with rheumatoid arthritis (ra). The study was conducted between april 2008 and march 2013. Other events were reported in this article: it was reported that (B)(6) male with a prior history of paroxysmal af, underwent cardiac ablation procedure. After the procedure the patient developed groin hematoma that resolved with manual and bandage compression. There were no reported malfunction with any of the catheters and systems used during the case. Hematoma is most common event after any percutaneous cardiac intervention. This event is considered to be non-serious. It was reported that (B)(6) female with a prior history of persistent af, underwent cardiac ablation procedure. After the procedure the patient developed severe mitral regurgitation during follow-up and were treated with mitral valvuloplasty. There are no death events and device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the 3.5-mm irrigated ablation catheter navistar thermocool multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.